Event description:
The consumer's eye care practitioner (ecp) reported that the consumer was seen on (B)(6) 2016 for a routine annual eye exam and was fitted with trial lenses. On (B)(6) 2016, the consumer returned to the ecp's office due to discomfort after insertion of lens in the left eye. The consumer was diagnosed with a corneal abrasion that resulted in a corneal ulcer. Besivance (0.6%) was prescribed with a frequency of qid. The medical complaint fully resolved ((B)(6) 2016) without any change in visual acuity, and the consumer continues contact lens wear.